Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 8.4 mg/dl. The customer states he was playing in the snow and slipped and fell on the insulin pump, the screen was smashed. The customer stated that the they were unable to read the screen. The product was returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display.